Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with failed laminectomy l4-5 and l5-s1; herniated nucleus pulposus-persistent l4-5 and l5-s1; gait disturbance; scoliosis, spinal curve; foraminal stenosis, l4-5, l5-s1 right; and radiculopathy l4-5, l5-s1 right. The patient underwent right sided transforaminal posterior interbody fusion l4-5, l5-s1 right with extra difficulty; cage instrumentation with intra implant rhbmp-2/acs l4-5, l5-s1; pedicle instrumentation l4, l5, s1 bilateral; posterior spinal fusion l4-5, l5-s1. At the posterior medial aspect of the l4-5 and s1 transverse processes, decortication onlay bone graft and rhbmp-2/acs was inserted for a posterior spinal fusion. Rhbmp-2/acs and cancellous autologous bone replaced in the intra discal space anteriorly at l4-5 and l5-s1 and then a titanium implant filled with cancellous autologous bone and rhbmp-2/acs were inserted into the intra discal space at 4-5 and l5-s1. No complications were reported. Post-op, the patient developed pseudoarthrosis, l4-5 and loose pedicle instrumentation , l4, l5, and s1 bilaterally. On (B)(6) 2009, the patient underwent exploration of the fusion l4-s1, revision plif using rhbmp-2/acs, mastergraft, and autologous locally harvested cancellous bone. Onlay rhbmp-2/acs and cancellous autologous bone locally harvested and mastergraft was inserted along the decorticated posterior elements of the transverse process on the left at l4, l5, and s1 and on the right l4, l5, s1. It was reported that the surgery took an extra 45 minutes due to increased difficulty associated with the meticulous identification and decompression of neural elements over and above what a normal nonsurgical site would expose the patient to. Post-op the patient developed ectopic bone growth, nerve compression, pain, and required additional surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: preoperative diagnoses: status post right sided laminectomy l4-5, l6-s1; failed laminectomy l4-5, l5-s1; herniated nucleus pulpous- persistent- l4-5, l5-s1; gait disturbance; scoliosis, spinal curve; foraminal stenosis l4-5, l5-s1 right; radiculopathy l4-5, l6-s1 right. Procedure(s) performed: lntraoperative biplane fluoroscopy; right-sided transforaminal posterior interbody fusion l4-5, l6-s1 right with extra difficulty; cage instrumentation with intra implant bmp l4-5, l6-s1; pedicle instrumentation l4, l5-s1 bilateral; posterior spinal fusion l4-5, l5-s1. Per-op notes: millimeters. Then the cannulas were directed anteriorly to the posterior medial aspect of the l4-5 and s1 transverse processes decortication onlay bone graft and bone morphogenic protein was inserted for a posterior spinal fusion. Once this was accomplished and distraction traction being held with contralateral rod screw construct, all wounds copiously irrigated with pulsatile irrigation and then bone morphogenic protein and cancellous autologous bone replaced in the intra discal space anteriorly at l4-5 and l5-s1 and then a titanium implant filled with cancellous autologous bone and bone morphogenic protein were inserted into the intra discal space at 4-5 and 6-1 and distraction traction was removed and compressed on the left and locked securely. No patient complications were reported.